Event description:
It was reported to medtronic minimed that the customer reported insulin flow block alarm, keypad anomlay, absence alarm and received sensor updating alert.the customer reported no adverse event. The event involved product(s) mmt-7040a,mmt-342g,mmt-441ag,mmt-1884l.troubleshooting was not performed. No product return is required for mmt-7040a. No product return is required for mmt-342g. No product return is required for mmt-441ag. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Intermittent response from all buttons due to moisture damage to keypad traces. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thump and carelink. No stuck button alarm or unexpected insulin flow blocked alarms noted during testing or listed in the pump downloaded history. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibration absence of alarm anomalies noted during testing. No pump error 63 alarms noted in pump history download. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump passed functional testing. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No audio/vibration alert, stuck button alarm or unexpected insulin flow blocked alarms noted during analysis. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.